Manufacturer narrative:
Brand name: collamerultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation codes: results: visual inspection of the returned lens showed it was cut into two pieces an half of a haptic was torn off and missing. (B)(4).

Event description:
The reporter stated the +24.5 diopter cc4204a collamer single piece lens tore as it was leaving the injector and placed in the eye. The lens was cut and removed without damaging the eye. A suture closed the incision after the replacement lens was implanted. The reporter stated the event was due to a loading error and not related to the products.